Event description:
Patient presented to the physician with the stimulation lead protruding from the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or, irrigated the area with antibiotics, secured the stimulation lead and closed.